Manufacturer narrative:
The returned product was evaluated and the investigation found insufficient battery power. A decrease in battery power could result in an under-delivery of insulin. It is unclear when the batteries lost their charge, or if this contributed to the reported event. No other defects or manufacturing deficiencies were found. A root cause for the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 16.7 mmol/l (300 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. As treatment, a new pod was applied.